Manufacturer narrative:
Conclusion: the device remains implanted and was not returned for analysis. No procedural films were submitted for review. A device history review for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system during positioning, c alcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. However, it was reported that the valve became snagged on the balloon as the balloon catheter was being withdrawn, which ended up dislodging the valve. Without imaging from pre-implant, during the procedure, and post-implant, a root cause for the incomplete expansion cannot be determ ined. A balloon aortic valvuloplasty was performed to expand the valve frame. Per the device instructions for use, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing.¿ pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. It was originally reported that paravalvular leak (pvl) had occurred, and later was corrected to indicate there was no pvl. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the post dilation indication via the angiography report was solely due to the constrained (under-expanded) valve. Although it was previously reported that that paravalvular leak (pvl) occurred, it was now clarified that pvl did not occur. No additional adverse patient effects were reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed. Upon removal of the balloon, the outflow portion of the valve crown was snagged and the valve was pulled to the ascending aorta. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the balloon aortic valvuloplasty (bav) was performed after the successful implant due to the valve being under-expanded which resulted in unspecified paravalvular leak (pvl). No additional adverse patient effects were reported. (B)(4). If information is provided in the future, a supplemental report will be issued.